Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd bbl¿ chromagar¿ mrsa ii / chromagar¿ sa, there was a false positive result for mrsa. Further testing confirmed the growth as mssa colonies. There was no health impact or consequence reported.